Event description:
This unsolicited device case from (B)(6) was received on (B)(4) 2014 from an orthopedist. This case involves a (B)(6) male pt who developed arthritis after initiating treatment with synvisc. No medical history, past drugs, concurrent conditions and concomitant medications were reported. On (B)(6) 2013, the pt initiated treatment with first intra-articular synvisc injection at a dose of 02ml (frequency, batch lot number and expiration date unk) into an unspecified knee for gonarthrosis (k and l grade 2). On (B)(6) 2013, the pt received second synvisc injection. On (B)(6) 2014 (in the morning), the pt received third synvisc injection. The same day (in the evening, 28 days after first injection of synvisc), the pt developed arthritis. On (B)(6) 2014, the pt had severe pain in the morning and was taken to emergency unit at another hospital. The swelling was significant and 80cc of joint fluid was aspirated (joint effusion). The same day, the pt underwent surgical debridement. As of (B)(6) 2014, the pt was recovering from the event of arthritis. As of (B)(6) 2014, the pt was still in the hosp. Action taken: permanently discontinued as the treatment with synvisc was discontinued with last injection on (B)(6) 2014. Corrective treatment: surgical debridement. Outcome: recovering/resolving. A pharmaceutical technical complaint was initiated with global ptc number (B)(4). It was the requirement to review all finished batch records for spec conformance prior to release. Any out of spec result is identified and mitigated throughout ncr process. Data was periodically presented and reviewed by individuals responsible for assuring product quality. This review had not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints to determine if a CAPA was required. Arthritis (arthritis). Reporting orthopedist's seriousness assessment: serious (in pt/prolonged hospitalization). Reporting orthopedist's causality assessment: probable. Add'l info was received on (B)(4) 2014. Ptc investigation report was added.

Manufacturer narrative:
The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of info provided, no CAPA is required. Pharmacovigilance comment: sanofi company f/u comment date (B)(4) 2014: the f/u info does not alter medical assessment of the case. Sanofi company comment dated (B)(4) 2014: in this case the pt experienced arthritis after administration of synvisc for an indication of gonarthritis. The causal role of synvisc cannot be ruled out, however, lack of info regarding the previous medical history and the concomitant medications used by the pt precludes the complete case assessment.